Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jan-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable n eurostimulator (ins). Information was reported that the patient was at a follow up with their doctor on (B)(6) 2019. The rep received a call today ((B)(6) 2019) stating that the patient had a small area on his incision that was draining and causing his shirt to become wet at times. The doctor also noted that upon impedance testing, electrodes 0-7 may be shorted and advised not to use them. The patient is being referred to another doctor for a pocket relocation and lead replacement of the lead connected to the top block of the patient's ins. The rep spoke with the patient today and he reported that for some time he has noticed that sometimes he will not feel any stimulation and then all of sudden he will get a sudden surge of energy from the device which in the rep's experience may point to a fractured lead. An alert was also overserved upon interrogation with the clinician tablet. The patient had a replacement revision planned, but has not been scheduled yet. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Analysis of the lead found that conductors # 0, 1, 3, 4, 6, and 7 were broken 16.5 centimeters from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the implantable neurostimulator finally started to erode through the skin, so the physician took him to surgery to have it removed. The patient thought that the explant took place on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Analysis results were not available at the time of this report for lead with serial number (B)(4). A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the patient¿s short and stimulation output issues were not determined. Impedances measured greater than 10,000 ohms on all electrodes even when connected in the 8-15 slot in the battery. The battery was revised; however, the lead was replaced and returned for analysis. There were no further complications reported or anticipated.